Event description:
Initial reporter indicated that their programming wand would not interrogate a pt's vns. They were still able to feel their stimulation and had voice change with stimulation. The physician used the same programming wand on another pt and it interrogated successfully the first time and the second time it did not work. The wand battery was changed, but did not resolve the event. The product is at the MFR pending completion of product analysis.